Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 28, 2019 that a resector 5 fr was used in a polypectomy procedure in the uterus performed on (B)(6) 2019. According to the complainant, upon starting to shave the polyp the internal resecting blade broke off and fell inside the patient. Reportedly, it was successfully retrieved. The procedure was completed with a different device. There was no serious injury nor adverse patient effects as a result of this event.